Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red with weeping skin under the front te pad. There was no alleged device malfunction contributing to the rash. The patient¿s nurse provided advantan milk ointment for the rash. Follow up indicated that the rash improved.